Event description:
It was later reported that the patient¿s pump went dry prior to 2009. The healthcare provider (hcp) had to intubate the patient. The patient¿s situation had gotten worse. The patient had chronic obstructive pulmonary disease (copd) and it was going to be serious if he had to go to the emergency room (ER) again. At the time of the report, the patient had a very strong medication in his pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), product type: catheter. (B)(4).

Event description:
It was reported that, several years ago, the patient¿s pump reservoir became empty. The patient went to the emergency room (ER), was given narcan and ¿coded¿, so cardiopulmonary resuscitation (CPR) was administered. The pump medication at the time of the event was not reported. However, at the time of this report, the device system was used to deliver clonidine, bupivacaine, baclofen and dilaudid.